Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer for evaluation. During the evaluation of the device, the device was visually inspected, and no evidence of foam degradation or particles was found. The customer's complaint could not be confirmed. The manufacturer did find a total number of 17 error codes. The device was scrapped due to multiple e-53 error codes, e-105, and 250 therapy (clear/upgradable).

Manufacturer narrative:
During the evaluation of the device, the manufacturer confirmed a total of 17 errors codes. The device was scrapped due to multiple e-53 error codes, e-105, and 250 therapy (clear/upgradable). E53 (err_comp_log_sem_timeout), it is a continue error of pca where manufacturer have to replace the pca and test otherwise load the latest software if not up to date or clear error log and test. E105 (err_humid_ambient_comm), it is also a continue error of pca where manufacturer have to load latest software version if not up to date otherwise clear error log and test or if the test fails or the error reoccurs, replace the pca and retest.